Manufacturer narrative:
The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy procedure, the customer experienced recoverable errors and could not be cleared. The site had restarted the patient side cart (psc) several times with no success. The intuitive surgical, inc. (Isi) technical support engineer (tse) noted error 22003 on the endoscopic camera manipulator (ecm) axis 4. The tse advised the customer to exercise the arm but the issue persisted. At that time, the customer made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Isi follow up with the customer and obtained the following additional information: the isi clinical sales representative (csr) stated that port incisions were made on the patient at the time the issue had occurred. An isi field service engineer (fse ) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced the setup joint (suj). The suj allows for the positioning of the system's manipulators.